Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the warming device got hot and started smoking during use. The reporter indicated that no adverse effects resulted from event.

Manufacturer narrative:
One used warming device, power code, warming house from a different warming device model, and a warming blanket were returned for product investigation. A used filter and case were also returned, and the filter was used during testing. During visual inspection of the case, no defects or abnormalities were found. During functional testing, the returned accessories were assembled on the warming device and the device was turned on. The device began to perform its self-test; however the fan/motor was not blowing air. The investigator adjusted the temperature of the device to 36 degree celsius and the device heater engaged; however, the blower continued to be non-functional. Due to the lack of air flow, the thermostat was not cooled which resulted in a heater thermostat disconnect alarm. The motor, power supply, and main circuit board were replaced on the device. After replacement, the device was powered on and performed the start-up function, the blower was found to be functional and no defects or abnormalities were observed. The device was set to each of its three different temperature setting; all temperatures were found within specification. The cause of the reported issue is most likely due to the age of the device; however, product evaluation and inspection could not determine the root cause for the non-functional blower.